Event description:
It was reported that the device was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records. (B)(4). Device evaluation anticipated, but not yet begun